Event description:
It was reported that the screw pulled out with the guidewire when the doctor tried to remove the guidewire with a power kwire driver.

Manufacturer narrative:
Investigation in progress but not yet complete.